Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. Pre-dilatation was performed with a non-boston scientific (bsc) balloon catheter. Intravascular ultrasound (ivus) revealed a 30% residual stenosis. A 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, resistance was encountered and the device failed to cross the lesion. After removal, the proximal stent strut was found to be lifted. The procedure was completed with another of same device. No patient complications were reported.